Manufacturer narrative:
Insulin pump was monitored for eight hours with multiple basal rate and all operating currents were normal. No blank display noted, however moisture damage was found on electronic and motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump had a blank display screen and alarmed battery out limit. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 209 mg/dl at time of reporting. Nothing further reported.